Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose even after infusion set changed. Customer's blood glucose was 448 mg/dl. Customer treated with manual injection. Troubleshooting was done. The customer was assisted to perform high pressure test and test passed. The insulin pump is working as designed. The customer was advised to speak with healthcare provider regarding the high blood glucose. No further information provided.